Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, during refractive treatment of the left eye the laser stopped and an energy error came up. The site attempted to resolve the error and the event required a visit by the field service engineer. The patient was successfully treated the same day.

Manufacturer narrative:
The logfile review could confirm that the reported treatment was stopped and the warning message regarding internal energy too high occurred. After the onsite visit of the field service engineer, the user finished the aborted treatment and 1other treatments without issues. The root cause could not be identified during logfile review. During technical onsite visit the field service engineer (fse) replaced the energy board, performed energy calibration and performed service installation record to specification. The root cause could not be identified conclusively. The possible root cause is a faulty energy board. The manufacturer internal reference number is: (B)(4).